Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9814, lot# 700036, description: superion ids 14mm.

Event description:
A report was received that following the initial implant of a spacer the physician decided to try a larger spacer. The initial spacer was explanted and while trying to implant a larger spacer it was discovered that the implanting instruments were not holding firm. The physician removed everything from the patient and it was determined there was a spinous process fracture at l4. The physician decided to not implant the patient. There were no increased risk factors for a spinous process fracture. There was no unusual or contraindicated anatomy as well as there was no associated signs or symptoms of a spinous process fracture. The patient was reportedly doing well following the procedure.